Event description:
It was reported that after implanting the spinal cord stimulation (scs) lead electrification was performed at 2-3+ and approximately ¿v¿ but there was no sensation of electrification. It was noted that the voltage was increased to 10v with the same results. It was further noted that impedances were measured and electrodes 2 and 3 were shown to have high impedance. It was noted that impedances were re-measured several times but that the results were the same. It was noted that electrode disconnection was suspected. It was noted that different electrodes were attached and electrification was performed with no issues. It was noted that due to that it was deemed an electrode malfunction and the implantation operation was performed using a spare lead. It was noted that there were no problems with electrification and resistance measurement values following spinal insertion and that implantation into the body was performed and operation was safely completed. It was noted that two of the eight poles were deemed unusable and replaced with new ones.

Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).